Event description:
The customer reported that several error messages would display on the system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cmos battery was replaced and the bios configuration was reloaded. The system was tested and found to be working as intended and put back into service.